Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon detected that during the fourth firing using a gold reload approximately the first 1 cm of staples on the proximal side were not fired causing the tissue to "milk" or spread towards the front and the sides of the anvil. The remaining part of the staples were malformed. The surgeon fired another gold reload using the same endocutter to fix the problem and the staples formed perfectly. The other firings were also in optimal condition. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with four ecr60d cartridge reloads present. Cartridge (b) ecr60d, k59v76, fully fired. Cartridge (c) ecr60d, k5dc2r, was received fully fired. Cartridge (d) ecr60d, j5jk6n was received fully fired. Cartridge (e) ecr60d j5jc5m, was received fully fired. In addition, in order to verify the integrity of internal components the returned cartridges (b, c, d, e) were disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing.